Event description:
Underwent laparoscopic cholecystectomy. Post-op continued to have pain. Hepatobiliary scan revealed bile leak. Ercp performed 2 days later. It was noted there was a common bile duct leak in the cystic duct across the cystic duct clips. Pt returned to o.r. 8 days later for exploratory lap-bile leak where loose clip was.